Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that he took 5 units of insulin and wanted to know if he had given himself enough insulin making sure he didn¿t gave the bolus twice. Customer stated that the insulin pump will not unlock to let him go to the main menu. Customer stated that he has 11.8 units active insulin. Customer stated that even after trying a new battery the keypad still would not respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated the minutes changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.